Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2003167. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. However, the retained samples did not reveal any signs of defect upon inspection. Based on the provided feedback, it is possible that this reported incident was a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse injected leuprolide subcutaneously into a child, he found that there was a liquid overflow at the piston rod of the syringe, which reduced the child¿s medication and affected the child¿s treatment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse injected leuprolide subcutaneously into a child, he found that there was a liquid overflow at the piston rod of the syringe, which reduced the child¿s medication and affected the child¿s treatment.